Event description:
A male patient contacted lifecor customer support to report that the device has been alarming since he put the system back on after a shower. Support asked for a manual recording and a download. The download revealed a flat line on both channels. Support sent the patient a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The reported problem was confirmed. The electrode belt was found to have a short circuit in ECG b. The +/- supplies were being loaded to the 3 volt pin and was distorting the other signals within the ECG. The short was fixed. The electrode belt was refurbished. Baseline evaluation was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this short circuit is unknown, but it is likely due to strain placed on the cable. The electrode belt short circuit was fixed. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.